Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. Upon initial placement poor sensing and pacing threshold values were observed; it was noted that the helix was extended faster than recommended. The helix required more than 30 turns of the fixation tool to retract and then extend the helix upon being repositioned. Measurements at the new site indicated high out-of-range pace impedance measurements. The lead was then extracted and replaced with an alternate model. No adverse patient effects were reported.